Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a high blood glucose of 25.3 mmol/l. Symptoms that were reported at the time of the incident included none. The customer was treated for the high blood glucose via insulin pump. It was reported that there was an insulin pump motor error alarm leading up to the high blood glucose. Troubleshooting was provided. Insulin pump alarm was cleared. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.